Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08mar2021.

Event description:
The customer reported backup alarm fail message and non resettable alarm. There was no patient involvement. The remote service engineer (rse) advised the caller that the central processing unit (cpu) board, power management (pm) board, or motor controller (mc) board may be faulty. The rse advised the customer to try swapping in a known good pm and mc and if that does not resolve the issue then replace the cpu board. The customer reported to have reseated all the boards except the cpu board one at a time, and the error cleared after reseating the mc board.